Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70mg/dl. Customer alleged the pump delivered more insulin than intended. Although requested, the customer did not upload pump data for review. Customer consumed glucose tablets to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.